Event description:
It was reported that device had an over heat during use. No patient impact.

Manufacturer narrative:
Pre-repair analysis confirmed the overheating issue, due to too much oil in attachment and bearing corroded. 1 minute temp: point1:125°f ; point2: 120°f; point3:130°f, ambient temp (f)75 and speed 60000. If information is provided in the future, a supplemental report will be issued.